Manufacturer narrative:
One handpiece injector was returned for evaluation for the report of the delivery system becoming stuck and causing the haptic to break. A review of the device history record traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. The handpiece injector was manufactured in june 2018. A visual inspection of the iol handpiece injector was performed and was deemed conforming. A functional thread to barrel engagement check was performed and deemed conforming. A dimensional plunger position height check was performed and deemed conforming. The evaluation does not confirm the injector was the root cause for the lens becoming stuck during delivery. The injector met specification. The reason for the complaint issue cannot be determined from this evaluation. The most likely reason for the poor delivery and damage would be from the improper loading of the lens into the cartridge. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported that an intraocular lens (iol) handpiece delivery system became stuck due to the haptic of the iol was broken. New products were used to complete the procedure. There was no reported patient impact.